Event description:
It was reported that patient implantable pulse generator (ipg) was not providing adequate pain relief despite reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned.